Event description:
Caller states the patient tested 4.5 inr on the coaguchek xs system and 2.7 inr on a comparison lab. Coumadin was held for at least one day, however, no adverse event reported. Requested return of suspect system and replacement was sent.